Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to urgent care on (B)(6) 2018 after experiencing cardiac arrest and external defibrillation was delivered. The pacemaker was found to be in backup vvi and beyond end of life (eol). Device replacement was discussed and the patient was stable, under intubation. No further information was available.

Manufacturer narrative:
The reported field event of device reset was confirmed. This behavior was triggered by external defibrillation and should not be considered a device malfunction. However, the device did not meet the estimated implant to eol longevity. No sources of high current were found on the hybrid. The battery was analyzed, and non-shorting lithium clusters were observed. The presence of non-shorting lithium clusters is normal, and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion remains undetermined.

Event description:
New information received noted that the device was explanted.